Event description:
It was reported that the unspecified bd intima ii¿ IV catheter prn was defective and caused contrast agent to shoot out during the injection. The following information was provided by the initial reporter, translated from (B)(6): "the patient was scheduled for liver enhancement at 8 o 'clock, on (B)(6) 2022. Puncture y-type indus needle was used to confirm patency. At 8:10, the machine room was connected with the high-pressure syringe, and the lock was opened. The contrast agent was shot out during the injection, but did not enter the vein... Replace the prn and inject again. The examination is completed."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.